Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen began delaminating, consistent with a screen bezel separation hardware issue, and a replacement was arranged with instructions provided for shutdown, data syncing to the mobile app, and device return. Symptoms included no injury and no adverse clinical effects. Outcomes included no interruption to therapy management guidance and continued cgm use via the dexcom app or receiver. Investigation included complaint intake review and troubleshooting with user education. Investigation of this device revealed a confirmed screen assembly separation consistent with known cosmetic and hardware degradation of the display bezel, without associated alerts or alarms and without impact to delivered therapy. It was concluded, based on previously established findings for similar reports, that the cause was component wear or adhesion failure related to the display assembly.